Event description:
It was reported that the physician could not advance the recovery catheter through the stent.the catehter was removed without incident and it was suggested to the physician to reshape the tip; however, the physician decided to use a recovery catheter ii. The catheter was used and the accunet was successfully recovered without incident. There was no patient effect.